Event description:
The technician alleged that the brake castes would swivel while in brake mode. No pt impact.

Manufacturer narrative:
The technician replaced all brake casters to resolve the issue.